Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from pinhole size openings in the bags. This was identified after filling, prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: lot# 60128813. The device was manufactured between 05/30/2018 - 06/03/2018. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leak was observed of all the samples. The reported problem was not verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.